Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a company representative regarding a patient receiving dilaudid (20 mg/ml at 7 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient was in the ER (emergency room) because she noticed that her pump was alarming, and she started to notice withdrawal symptoms. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Pump eri (elective replacement indicator) was (B)(6) of 2020. The pump was interrogated and found to be stalled. The patient had not had any recent MRI imaging. The pump was programmed to minimum rate and the patient was going to consult with the managing physician¿s office to be scheduled for pump replacement. No surgical intervention occurred, and none was planned. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.